Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was a communication issue with carelink connect. Customer did not receive a text message for her high blood glucose. Customer's blood glucose was 408 mg/dl at the time of the incident. Customer was able to access carelink personal via a personal computer. Troubleshooting was performed and customer stated that contact received test text notification. Customer was advised that she may need either an update or she may have been outside the cellular network at the time of the alarm/alert occurrence.